Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. The customer alleged that a 10 unit bolus was delivered without user input; however, pump data review by tandem technical support showed the customer manually requested the bolus, and the pump was functioning as intended. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.